Event description:
It was reported that post implant of a laparoscopic realize band procedure during a routine fill, the surgeon was unable to add or remove fluid from the band. A radiograph was performed and identified the tubing was separated from the port tubing stem. The port was replaced on (B)(6), 2011. The patient was discharged home same day in stable condition. Port was discarded.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.